Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that saline leak was encountered. The opticross imaging catheter was used to visualize a lesion located at proximal end of left anterior descending artery. It was noted that during preparation for percutaneous coronary intervention, saline leaked from the telescope shaft when the device was flushed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging window.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received with a kink observed in the sheath assembly at 26.7 cm from femoral marker at the proximal end. Another kink was observed in the sheath lap joint assembly at 72.5 cm from femoral marker at the distal end. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. The telescope assembly was not able to properly pull back, advance, or retract. Impedance testing shows imaging core is intact and capable of producing a usable image. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).